Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine with concentration 3.0 mg/ml at an unknown dose rate via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that shortly after the patient got her pump, their physician¿s office noticed that her pump was flipped. The date (B)(6) 2016 is considered an approximate date of event (specific year known only). The physician¿s office had flipped the pump back over and would refill the pump, but the pump keeps flipping itself over when she leaves from her refill. Each time the patient goes in for a refill, the physician will need to flip the pump back over. No patient symptom was reported. No further patient complications have been reported as a result of this event.